Event description:
During a routine post-op follow up visit, it was noted on the x-ray that a screw had backed out approximately 2 threads.

Manufacturer narrative:
Based on product feedback, this is the first of two confirmed screw back-outs, the first confirmed incident in >1000 surgeries. For the second incident reference MDR # 1530901-2009-020. From correspondence with initial reporter; at this time, the patient is asymptomatic and the surgeon is not planning on going in to revise or remove the screw. He will continue to follow this patient to watch for signs of injury. Since the surgeon does not plan on removing the implants at this point, we are currently unable to investigate further.